Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via the left femoral artery through a 6f 50cm non bsc sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. After a non bsc guide wire crossed the lesion, a 4.0mmx220mmx150cm coyote¿ balloon catheter was advanced for dilation. The balloon was inflated however on radiography image, leakage of contrast media was found. The device was removed from the patient and it was noted that the balloon had torn longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 3.5mm longitudinal tear 9cm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon tear occurred. Vascular access was obtained via the left femoral artery through a 6f 50cm non bsc sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. After a non bsc guide wire crossed the lesion, a 4.0mmx220mmx150cm coyote balloon catheter was advanced for dilation. The balloon was inflated however on radiography image, leakage of contrast media was found. The device was removed from the patient and it was noted that the balloon had torn longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.